Event description:
Approx 20 minutes after procedure, raised blisters appeared in all 53 places where laser had been applied. Burns were 1/2" x 1 1/2" in size, consistent with size of opening on machine. Rptr was treated at an outpatient burn center. She has some scarring. Several capillaries have ruptured and now appear as solid red areas. Rptr states photographs of her legs were taken prior to procedure but a sample area was not treated to determine if burns would occur. Rptr has olive skin. Rptr states treating physician has brochures from co which he does not feel should be given out due to the inaccurate info contained in the brochures. According to physician 97% of all pts receiving non-surgical laser treatment for broken capillaries report no side effects. Also states laser "follows" red and she may not have been an appropriate candidate for procedure due to olive skin.